Event description:
It was reported that there was a hip reported due to fretting and corrosion. (B)(4) 2013 - the sales rep confirmed that the fretting and corrosion was discovered between the head/neck junction.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Explant date corrected. Lot number, manufacturing date, and weight updated. An event regarding revision due to suspected infection involving an accolade stem was reported. During the revision corrosion was found on the trunnion of the stem. Both events were confirmed. Material analysis of the returned device confirmed corrosion products were present. No evidence of material or manufacturing defects was found. A device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. No other events have been reported for the subject device manufacturing lot or sterile lot. Review of the provided medical records confirmed the reported revision due to infection, however were insufficient to determine the etiology of the infection. Additional pathology reports would be required to evaluate the source of the infection. There is no evidence the corrosion products influenced the reported revision.

Event description:
It was reported that there was a hip reported due to fretting and corrosion. (B)(6) 2013 - the sales rep confirmed that the fretting and corrosion was discovered between the head/neck junction.